Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer states they had received lost sensor and calibration alarms. The customer's blood glucose reading was 600 mg/dl, and their sensor reading was 400 mg/dl. The customer's levels had also been as low as 27 mg/dl. The difference was found to not be within the acceptable range. The customer treated with pump. The customer states they had been hospitalized for the highs. The customer was treated at the hospital. Troubleshoot was conducted. The customer was advised the sensor would be replaced and returned for analysis.